Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed that there were no manufacturing abnormalities, special adoptions, and variations. Based on the results of the investigation, the results of the local inspection indicated that the phenomenon was caused by a possible cause of the endoscope, and it was confirmed that the event did not recur after replacing the endoscope. For these reasons, it was presumed that the event occurred due to the cause of the endoscope, but this was not specified. Olympus will continue to monitor field performance for this device. Correction: product was not returned to olympus as stated in initial submission.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of an olympus representative. Through troubleshooting, it was determined the problem was associated with a specific scope. Once the error was cleared and the suspect scope was no longer used with the subject device, the problem was resolved and the reported problem no longer occurred. The suspect scope was returned to olympus for evaluation/repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were getting a "black image" when using olympus, model series 180 scopes. The problem, as reported to olympus, was identified during preparation for use for a colonoscopy procedure. The intended procedure was completed after a delay, characterized by the reporter as "minor." To complete the procedure, a different scope was used. There was no patient injury, associated with the problem, reported to olympus.